Event description:
It was reported that the patient underwent a 2-3 level posterior fusion. Approximately 3 years post-op the patient underwent an additional surgery to add adjacent levels to the previous fusion. During removal of one of the bone screws, the screw broke and the bottom half was left in the bone. The new hardware was implanted. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.